Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a stylus calibration issue. Analysis also noted that the power cord bay was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.